Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. A defective component in the power supply path leads to a leakage current requiring a battery change to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" did occur prior to the pump shutting down.